Manufacturer narrative:
Results - received one used unit for the investigation. Our quality engineer visually inspected the returned unit and confirmed the needle had separated from the stylet. The device history was reviewed and no irregularities were found. Conclusions - the engineer concluded that based on the sample provided, the cannula is separated from the stylet. The stylet puller assembly was within manufacturing specification; however, it could not be determined if cannula was crimped incorrectly or stylet was cut. (B) (4). (B) (4).

Event description:
The saf-t-intima was placed into patient's vein. When needle was withdrawn the wire broke between the needle and the stylet puller. The nurse then pulled out the catheter and discontinued treatment.